Event description:
On (B)(6) 2026, a patient underwent a stent placement procedure using a lifestream device. The stent was advanced into the vascular lumen to the lesion site, however, during deployment, it was observed that the stent could not be deployed smoothly. The device was subsequently retrieved, and a malfunction within the deployment system was identified, which prevented proper deployment. The procedure was successfully completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestream vascular covered stent products that are cleared in the us. The pro code and 510 k number for the lifestream vascular covered stent products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.